Event description:
The customer originally reported to customer service on (B)(6) 2015 that her freestyle breast pump had low suction. On (B)(6) 2015, the customer reported that she felt as though she were getting mastitis and she was going to make an appointment to see a doctor.

Manufacturer narrative:
A replacement freestyle breast pump was sent to the customer. On (B)(6) 2015 a medela clinician received an email from the customer stating that she had seen a physician and was taking antibiotics. She also stated that she was feeling better and that the replacement pump was working. The product was received and evaluated by quality engineering on 01/28/2015. No failure was found when tested with a lab kit. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan and wambach, fourth ed, p 294: breastfeeding and human lactation. Mastitis requires prompt med attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.